Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection by the naked eye and through magnification revealed wear and bone tissue on the implant threaded surface. The reported fractured mount screw is packaged in a bundle under the same DHR as the implant. The tip of an unknown fractured screw was found inside the drive surface of the implant. It is confirmed that an unknown screw was found fractured in the implant during investigation. It was not confirmed whether this was the alleged mount screw. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿

Manufacturer narrative:
This product sells as a combo that includes fixture mount/transfer(retaining screw), and cover screw. The retaining screw fractured inside of the implant. Product received was the implant. Additional PMA/510(k) number: k013227. D10/h3 product received was only the implant. Fixture mount was discarded.

Event description:
It was reported that retaining screw of the fixture mount fracture inside the implant at initial placement. Another implant was placed.